Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed that the speaker was not functioning. To resolve the issue, the fse replaced the speaker assembly, as well as the main board and msl board, and then upgraded the software to revision n.00.06-8. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: (B)(6); reporting institution phone #: (B)(6); reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 indicating that the speaker were not functioning. The device as not in clinical use at the time the issue was discovered. No adverse event or harm was reported.